Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the facility: chemo spill due to tubing coming apart. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample was returned from the facility for evaluation. The sample was visually evaluated, and it was noted that most proximal y-caresite valve was detached at tubing. Under magnification, it was noted that there was no sign of solvent on the end of the tubing. Based on the evaluation results, the reported defect is confirmed. Incidents of this nature are attributed to operator oversight during the solvent application process. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. As a result of this occurrence, a quality notification and retrain were generated for all associates involved in the solvent application process. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.